Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the scanner interlock activated during surgery. The system was rebooted and the error was cleared. Treatment was completed. Additional information requested.

Manufacturer narrative:
During a onsite visit the fse (field service engineer) was not able to duplicate customer reported event. Fse found no problem, reseated cables, tested system and successfully completed system verification to specification. No technical root cause was identified as the product was found to be within specifications. After a reboot system worked as intended. The manufacturer internal reference number is: (B)(4).